Event description:
The customer reported that the insulin pump alarmed no delivery during manual prime customer's blood glucose was 137 mg/dl. The customer was assisted in troubleshooting and customer was able to do manual prime with no alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.